Manufacturer narrative:
B3. Corrected date of event, initial report: inadvertently listed wrong date. B5. Corrected event description, initial report: inadvertently left out details regarding the lead pulling sensation. F10. Corrected clinical codes, initial report: inadvertently did not include the following codes - e1623 and e233001. F10. Corrected impact code, initial report: inadvertently did not include f11 code.

Event description:
It was also reported that the patient has experienced a lead pulling sensation in the upper left chest/ neck region that the physician attributes to the generator migration. The scheduled battery replacement was also intervention for the lead pulling sensation. The suspect device will remain as the generator as generator migration could cause a lead pulling sensation as lead is connected to the mobile generator.

Event description:
The patient later reported that she is having chest pain and feels the device has shifted.

Manufacturer narrative:
Health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event . Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that a patient¿s device had migrated. They were referred for a battery replacement due to migration and battery depletion. The patients surgeon confirmed that a non-absorbable silk suture was used to secure the battery in place during the patients implant surgery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Information was later received reporting that the patient had a battery replacement. The explanted suspect device is unavailable for return to the manufacturer, indicating that it was likely discarded.